Event description:
(B)(4). I got my essure 2012. It's the day I regret. It hurt as soon as they put it in. I bleed a lot for like three months. I always I mean always have bad bad cramps like where I cry myself . I have different mood swings and I wasn't ever like that. Always happy before essure. I have issues with my sex life it interfere because it hurts so much. I feel bad for my husband. No interest anymore because knowing it hurts. My period is off the charts don't know when or if I'll get one. It's weird I always feel like a pregnant to symptoms. Vomiting, sore breast, no period, headaches,etc... I have also extreme back pain... I have been in the ER did to these problems. I have major depression and anxiety I have medication for. I hate my life because of essure. I feel like am way to young for hysterectomy. Please help me what do I do. I have three beautiful girls. Also gain weight cause me to have high blood sugar were I have pre diabetes have to also take medication for. Before I was a healthy woman I want that back!!!!